Manufacturer narrative:
The instrument has been investigated. The field service engineer(fse) evaluated the instrument and found defective 2-pole lld ribbon cables in the reported problem area of the pipetter assembly. The fse replaced the cable. The instrument was inspected, tested without further problem, and returned to service.